Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging he was unable to perform a blood glucose test due to the meter going to the memory mode. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 9am. The patient reportedly manages his diabetes with an unknown type/dose of insulin 2x per day and continued with his usual diabetes management routine in response to the alleged issue. Approximately one hour after the alleged issue occurred, the patient claimed he developed symptoms of "shaking". Despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the issue could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter's battery holder was found to be cracked/damaged at the positive contact location. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.